Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-02, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included premature delivery ((B)(6)), wheelchair bound, chronic lung disease, gastrostomy, tracheostomy, patent ductus arteriosus (pda) ligation, nissen fundoplication, tracheal repairs, tracheostomy tube (trach) replacement, nissen redo and hiatal hernia repair, dysphagia, constipation, cerebral palsy, seizure disorder, problems waking up with apnea after (B)(6) 2015 pump replacement surgery, and allergies to amoxicillin (hives), augmentin and benadryl (dries up secretions and trach). The patient's concomitant medications included topamax, clonidine, clonazepam, oral baclofen, acetaminophen, ibuprofen, calcium with vitamin d, gabapentin, oxcarbazepine, sodium phosphates, tizanidine, omeprazole, multivitamin, and miralax. On (B)(6) 2013, the catheter was revised and replaced. Additional information has been requested regarding drug information, when the patient first started experiencing the catheter problem, symptoms, the cause of the event, troubleshooting and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6)-year-old, male patient who was receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included premature delivery (27 weeks), wheelchair bound, chronic lung disease, gastrostomy, tracheostomy, patent ductus arteriosus (pda) ligation, nissen fundoplication, tracheal repairs, tracheostomy tube (trach) replacement, nissen redo and hiatal hernia repair, dysphagia, constipation, cerebral palsy, seizure disorder, and allergies to amoxicillin (hives), augmentin and benadryl (dries up secretions and trach). The patient's concomitant medications included topamax, clonidine, clonazepam, oral baclofen, acetaminophen, ibuprofen, calcium with vitamin d, gabapentin, oxcarbazepine, sodium phosphates, tizanidine, omeprazole, multivitamin, and miralax. On (B)(6) 2013, the catheter was revised and replaced. Additional information has been requested regarding drug information, when the patient first started experiencing the catheter problem, symptoms, the cause of the event, troubleshooting and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.